Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient experienced convulsions while sleeping. His partner administered glucagon called for an ambulance. The patient regained consciousness 5-8 minutes later by the time ems arrived. The cgm was reading 79 mg/dl and the blood glucose reading was 33 mg/dl. At the time of the report, the patient was doing alright. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.